Event description:
It was reported that the manifold of the cardiosave intra-aortic balloon pump (iabp) failed after replacement. It is unknown under which circumstances this event occurred or if a pateint was involved; however there was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6) medical center. Device not accessible for testing: (4117/3233): additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.